Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump cassette did not latched and the pump could not infuse. No reported adverse effects.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. Summary in h -10.